Manufacturer narrative:
Medwatch fields b7 and d10 have been updated.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with altp gen.2 on a cobas c 503 analytical unit. The sample initially resulted in an alt value of 7.06 u/l. The sample was repeated, resulting in an alt value of 11.0 u/l accompanied by a data flag indicating a reaction issue. The sample was repeated using decreased sample volume, resulting in an alt value of > 8069 u/l accompanied by a data flag. The sample was repeated, resulting in an alt value of 9.54 u/l accompanied by a data flag indicating a reaction issue. The sample was diluted 1:10 and repeated, resulting in an alt value of > 8097 u/l accompanied by a data flag. The sample was diluted 1:50 and repeated on (B)(6) 2025, resulting in an alt value of 9124 u/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). A review of the alarm trace showed sample related alarms. Calibration data was acceptable. Control data was acceptable. Control data showed that controls were outside of range on 28-may-2025 and 29-may-2025. A review of analyzer data showed that laboratory humidity was not at a stable level. Laboratory temperature was acceptable. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue is consistent with the patient's condition, leading to a very high alt concentration in the patient's sample. Malignant hyperthermia (mh) is a serious genetic condition that can lead to a rapid increase in body temperature and muscle breakdown. This can cause rhabdomyolysis, a condition where damaged muscle tissue releases proteins and electrolytes into the blood. Rhabdomyolysis can significantly elevate liver enzymes, including alt and ast, as a result of muscle damage and secondary liver injury. The multiple organ failure and the emergency liver transplant also strongly suggest a severe liver injury, which would be reflected in a very high alt value. With extremely high transaminase concentrations, the nadh is used up before the measurement window begins. Normally, a system flag is triggered in such cases. However, if cloudiness occurs during the measurement, the flag may not activate. This results in a falsely low, unflagged result.